Manufacturer narrative:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lv lead had high thresholds. Lv lead was "revised to try to improve pacing thresholds." However, lv lead was capped and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that the left ventricular lead had high thresholds. The left ventricular lead was revised to try to improve pacing thresholds. The left ventricular lead was capped and replaced. No patient complications were reported as a result of this event.